Event description:
It was reported by the customer that a bd pyxis anesthesia es system unexpectedly stopped responding during active cases. The customer requested to turn on the auto-login option. The manufacturer tried to reach out customer for further information about regarding that, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
"This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from (B)(6) 2022 to (B)(6) 2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the device was stuck in cfnapp login screen. A technical support specialist dialed into the station, set the device configuration to start in app and rebooted it to resolve the issue. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system unexpectedly stopped responding during active cases. The customer requested to turn on the auto-login option. The manufacturer tried to reach out customer for further information about regarding that, but no other information was released. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the system application was not launching in carefusion application screen. A technical support specialist accessed the station, modified the configuration settings, and executed a reboot to resolve the problem. The system was functional as intended.